Event description:
(B)(4). Developed flu like symptoms within 1 month post implantation that never went away. Over the following eight months, my symptoms continued to increase which included and are not limited to hair loss, headaches, fevers, chills, muscle spasms, sensitivity to light and sound, reynaud's syndrome, trouble concentrating, and butterfly rash. My doctor believed I was having a nervous breakdown but decided to test me for lupus as a precaution. I tested positive for ana and ds-dna. I was never sick before the mesh.